Event description:
As reported by the user facility: brief inquiry description: air in line alarms. Detailed inquiry description: rn rcd 'air bubble' alarm on IV pump. Attempted to correct (bubbles not noted) however, tubing was broken and multiple crimping of tubing at clamp noted. Pulled from service. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number(B)(4). Eleven used samples were provided for evaluation. Upon visual inspection of the returned samples, no defects were noted. The samples were attached to observe if they would fit into the pump the tubing did not need to be stretched and there was no evidence of interference between the tubing couplers and the pump housing. In an attempt to replicate the reported defect of the air-in-line alarm on the pump, the returned samples was attached to the pump and then tested by running therapy while staggering the rate of flow throughout the therapy. No alarms occurred during the testing of the returned samples. The samples were also leak tested with no leakages observed. A measurement of the outer diameter of the pump segment tubing was taken and found to be within specification. Based on the data from the investigation, the reported defect was unable to be confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted